Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, procedure, while being applied to the lung, the surgeon remarked that the stapler felt off and would not click closed on the tissue. Another stapler was opened to complete the case. There was no patient injury.